Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During set up for the procedure, it was noted that the drive coupler was out of line with the drive motor. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There was a misalignment between the coupler and the connector due to a bent sub chassis. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.